Event description:
It was reported that during implant, the physician positioned the lead into the right ventricle (rv). The physician then tried to pull out the stylet from the lead but the stylet was stuck. The physician removed the lead and replaced it with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst commented that the stylet was removed from the lead with slight resistance. Stylet insertion testing was performed with the returned stylet and with a new stylet. (B)(4).